Event description:
A health care professional reported unspecified adc blood glucose meter readings were obtained from a child and perceived to be erratic. A reading of 550 mg/dl was obtained on an unspecified source and the child was diagnosed with hyperglycemia. It is presumed the child was given unspecified medication to "reverse the situation", however no further information was provided as caller declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is unknown, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.